Event description:
It was reported that the ventilator's user interface holder was damaged. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the user interface mount was broken off. The damaged part was replaced to resolve the issue. The device was delivered to the user in working condition. The customer didn't provided any details on how the damage occurred. Our conclusion is that the replaced part was the cause of the failure.